Event description:
It was reported that the pt had her vns explanted as she was no longer having seizures and no longer wanted vns. Explanted product was returned to the MFR for analysis. Upon analysis, a broken strand was identified in each of the lead coils. Scanning electron microscopy (sem) of the broken strand in coil 1 shows that a stress-induced fracture (due to rotational forces) occurred, most likely caused during the explant procedure. Sem of the broken strand in coil 2 shows that pitting or electro-etching conditions have occurred at the break location. However, due to mechanical distortion the fracture mechanism cannot be determined. Also, an area showing mechanical damage was identified in one of the strands in the vicinity of the broken strand. The strand shows that pitting or electro-etching conditions have occurred at this location. A puncture in the inner and outer tubing was also found. Note that since the electrode array portion was not returned for analysis an eval cannot be made on that portion of the lead. No other anomalies were identified.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.